Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 reporting that the scs system was explanted on (B)(6) 2017. The cause of the infection was undetermined per the health care provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the device was not returned for analysis, as it was discarded by the customer after explant. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient had swelling at their ins site and their health care provider (hcp) was going to schedule an emergency explorative surgery to determine the cause of swelling at the site of the battery. The issue was not resolved at the time of the report and there was no further complication reported.